Manufacturer narrative:
(B)(4). (B)(6). The product will not be returned to the manufacturer, therefore product evaluation will not be possible. The batch number was not communicated, therefore the device history record (DHR) could not be reviewed. With the available information, the root cause can not be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Batch number not communicated

Event description:
It has been reported that the monomer fluid didn't flow into the cartridge even though there was a vacuum and it was used according to specifications.